Event description:
It was reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the high voltage cable. The system operates as intended.